Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call on the instrument. The cse also performed a system fluid line decontamination. The cause of the discordant tniu result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant cardiac troponin I (tniu) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned it. The physician(s) requested a re-drawn sample from the patient. The re-drawn sample was tested on the same system, which resulted lower. The corrected result was reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tniu result.